Event description:
The customer's meter was reading erratically. The meter read 45,75, and 239 mg/dl within a few minutes of each other. The difference between the first two readings and the last reading fall in the "c" zone of the parkes error grid, making the difference clinically significant. The cantact did not allege the customer experienced any adverse events due to the readings. The meter and strips are to be returned for evalution, and replacements products willbe sent.